Manufacturer narrative:
The device analysis report is attached. This report is submitted on april 24, 2020.

Manufacturer narrative:
This report is submitted on february 4, 2020.

Event description:
Per the clinic, the patient experienced a head trauma resulting in poor hearing performance. The device was explanted on (B)(6) 2019 and the patient was reimplanted with a new device during the same surgery.